Event description:
Caller reported that the cartridge was not fitting properly on the pump, specifically not fully snapping into place, which led to concerns about the device's functionality. However, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove any obstructive elements, such as an o-ring on the pneumatic tap, and to clean the area thoroughly. After following these instructions, the caller successfully reloaded the original cartridge and was able to resume insulin therapy without further issues.